Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated erratic sodium results. Customer reported the erratic results were reported out of the laboratory. Customer indicated the physicians questioned the results. Customer indicated they reran the samples on a dxc instrument and amended the results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the instrument. The fse noted that the reagent straws and caps appeared to be incorrect and dirty. The fse replaced the reagent bottles, straws and caps. The fse instructed the customer how to properly replace reagent without contaminating the straws and caps.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01440.